Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Implant card was received indicating that patient had full revision surgery due to pain at the implant site. The physician has been contacted to determine if this surgery was done to preclude serious injury or for patient comfort only. No response has been received to date. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Further information was received indicating that the device was not received into pathology. It was concluded that the device was likely discarded. No other relevant information has been received to date.

Event description:
Physician later reported that it is unknown whether the pain was being alleged due to the battery or to the lead. The cause of pain was maybe presence of device and not vns stimulation. The replacement was performed for patient comfort only. Settings and diagnostics were included and were within normal limits. Pain/discomfort at implant site due to presence of vns device(s) is a known potential event addressed in product labeling. No other relevant information has been received to date.